Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements, greater than 2,500 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.